Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non functional and would not hold a charge. The patients ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively with good coverage. Explanted device will be returned for analysis.

Event description:
It was reported that the patients ipg was non functional and would not hold a charge. The patients ipg was replaced wtih an MRI compatible ipg. The patient was doing well postoperatively with good coverage. Explanted device will be returned for analysis.

Manufacturer narrative:
Sc-1132 sn: (B)(6) the returned ipg was analyzed and was reported that the patients ipg was nonfunctional and would not hold a charge. The ipg was replaced with an MRI compatible ipg. With all the available information, boston scientific concludes that the patients ipg would not hold a charge. The complaint was confirmed. The device battery was depleting excessively due to high sleep current leakage. However, the profile indicated that the device functioned normally until some point timestamp 111955736 where it suddenly increased due to an unknown cause. It is most likely due to a leaky component. It could not be determined if ipg was exposed to electrocautery or MRI. Therefore, the probable cause selected is cause traced to component failure.